Event description:
It was reported a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds). A versacross connect was selected for use for the transeptal puncture (tsp). An intracardiac echocardiography (ice) was used, and the tsp was completed. A 1cm posterior effusion was noted immediately after transseptal puncture. The 24mm watchman flx closure device was successfully deployed and released. Post procedure, the effusion was noted to have grown to around 1.8cm. Pericardiocentesis was performed to treat the effusion. The physician had no explanation for the effusion. It was theorized that in an effort to avoid pacemaker wires, the physician may have nicked something with the rf wire or with the ice catheter, or the transeptal puncture location was more inferior. The patient was reported to be doing well has been discharged.